Event description:
Had dysport injections 180 units for glaberal lines and around my eyes and also on my neck for aesthetic purposes. 4 days later I developed a rash on my upper chest, burning sensation on my throat, neck, upper chest, arms and hands, also numbness, pins / and needles, oedema on my face especially on my lips, also developed nasopharyngitis, dysphagia, difficulty in swallowing and burning pain in my throat. I was hospitalized for 6 days and was treated with cortisone and antihistamines. After discharge, I developed blurred vision, diplopia difficulty in concentration and photophobia. I also always have a burning pain on my skin in both arms. Dizziness developed later on and now 8 weeks post dysport I still have all these symptoms with the same severity. They do not get any better, and everyday one symptom is worse and the next another. Now I am on prednisolone 4 mgs daily and 4 antihistamines which I believe exacerbate the dizziness more. (B)(6).